Event description:
Additional information was received from the patient. The patient called to inquire about MRI information, device registration information and to request a new ID card, as they'd lost theirs. They mentioned having difficulty with scheduling an MRI and requested that patient services email the field about their situation. They also reiterated their previously reported information in this event, such as they had been able to feel the excess wire in their back when they had the first system. The patient did confirm who their new managing health care provider (hcp) is and stated the event date had been since they were implanted with the first system, that it hadn't "felt right," since the beginning. The patient was very upset with the previously mentioned medtronic representative because the rep could have advocated for them to get the x-ray but the rep even told the patient that they hadn't told the patient's old hcp about the patient's concerns. The patient stated the old hcp hadn't listened to them about their concerns and instead they were pooping in diapers for 8 months because it wasn't connected right. The patient stated the rep had even tried putting in new programs and that all the pain they'd experienced for 8 months was entirely unnecessary if only someone had done an x-ray. The patient stated it was disconnected since day 1 and that, another thing they wanted noted for their record was that, with their previous system, they were running their "numbers" in the "4s and 5s" and they couldn't feel anything but now they keep their "numbers" down in the "2s" which shows how wrong things were with the first system. The patient also stated they'd always had trouble communicating with their previous system when they used "the phone," even though they were very thin. The patient stated when they had the axonics device, axonics had told the patient they were too thin. The patient then stated they strongly disliked the axonics system and that they'd never get it again/they were glad they had it removed. The patient stated the disconnection with the first system had been disco vered when they switched to their current hcp. The hcp immediately ordered an x-ray and the issue was discovered. The patient then had the system replaced with their current system. Patient services reviewed the role of a rep with the patient and the role of technical services but also sent an email to the field to alert them of the patient's concern with scheduling an MRI. Patient services also sent a request to device registration to send the patient a new ID card and sent the patient MRI information via email at the patient's request. Patient services documented the reported event and no further actions were taken. Patient services also wanted to note that the patient commented they'd gotten a "form" to fill out about this event from medtronic but they hadn't wanted to spend time to answer it so they didn't answer it.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2fv6v serial# implanted: (B)(6)2021 explanted: (B)(6)2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va2fv6v, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their implanting surgeon did not implant their device properly. Patient said they were in diapers and suffering for 8 months. Patient stated they felt like the device wasn't working and they were getting shocked. Patient said they told the doctor that "it feels like it's not connected" and that they thought there was a loose/extra wire in their back and they could feel it. Patient said when they told the implanting doctor, the doctor dismissed the patient's concerns. Patient said they spoke with a [manufacturer] representative and notified them of this issue. Patient said they had an appointment with a new doctor, who took an x-ray and could see it was disconnected.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2fv6v, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's device was implanted by another physician but when they saw the patient on (B)(6) 2022, an x-ray revealed that the lead had pulled out. The hcp indicated that the cause of the device not being implanted properly was not determined but did note that the device may have been implanted fine but the lead somehow pulled out. The hcp reiterated that they were not the implanting physician. The hcp clarified that they have had no issues since they took over the patient's care and that the patient's symptoms are very well controlled and current device is working well.